Event description:
Dealer alleges that the chair collapsed in the middle. The seat allegedly folded in half and the legs bent outward. This is 2 of 2 shower chairs indicated in complaint notification. No injury alleged.